Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of the clip delivery system, a leak was observed near the sleeve flush port. Water was coming out of the casing after the flush lines were connected. The stop cock was exchanged; however, the leak was still visible. All steps were followed per the instructions for use. A new clip delivery system was prepared and used successfully for the case. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported clip delivery system leak at the sleeve flush port was not confirmed; however, fluid was observed leaking from the lock lever. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported leak around the sleeve flush port in this incident could not be determined. The returned device analysis was unable to confirm a leak at or around the sleeve flush port. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.